Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: product complaint (B)(4). Investigation summary:.product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot :manufacturing location: monument manufacturing date: 22-feb-2021. Expiration date: unknown. Part number: 04233.934s, rfn/9mm/340mm 5 degree bend/pe inlay/sterile. Lot number: 84p2091 (sterile). The pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿guidewire became lodged inside the rfn¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the unknown guidewire became lodged inside the rfn-advanced retrograde femoral nailing when we are able to finally remove it. The peak inlay at the distal end of the nail came out with the unknown guidewire. No adverse effect to the patient or to the case or during the case. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1) rfna / 9 / 340 5 deg bend / sterile. This report is 1 of 2 (B)(4).